Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a superficial femoral artery intervention the hub of a flexor ansel guiding sheath separated. Access was gained via the right femoral artery and the device was advanced to the left external iliac artery. The anatomy was noted to be heavily calcified and scarred. The sheath had been in place between 30 and 60 minutes before the device had separated. As the user was removing the sheath over a wire guide the hub of the device separated from the sheath. No portion of the device was left within the patient. The patient did not require additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The customer returned one used kcfw-7.0-18/38-45-rb-anl0-hc to cook for investigation. Physical examination of the returned device showed the sheath was separated from the hub. In response to this incident, cook completed a review of the device history record (DHR). The DHR for the reported lot reported no related non-conformances. A subassembly lot reported 1 related non-conformance; all affected product was properly dispositioned. The device history record review provides objective evidence that the device was manufactured to specification. A database search for complaints on the reported lot found no additional complaints reported from the field. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the user the following information related to the reported failure mode: "warnings¿ ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ ¿precautions¿ ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ ¿sheath removal¿ ¿insert a wire guide until its tip extends at least 10cm past the tip of the sheath.¿ ¿remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ ¿remove the wire guide.¿ ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that a failure to follow instruction contributed to this failure mode. As reported, the dilator was not reinserted upon removal. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: lead imaging tech. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a superficial femoral artery intervention the hub of a flexor ansel guiding sheath separated. Access was gained via the right femoral artery and the device was advanced to the left external iliac artery. The anatomy was noted to be heavily calcified and scarred. The sheath had been in place between 30 and 60 minutes before the device had separated. As the user was removing the sheath over a wire guide the hub of the device separated from the sheath. Initial device evaluation has confirmed that the hub separated from the sheath. No portion of the device was left within the patient. The patient did not require additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence.